Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with over 200 units of insulin. It was also reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer¿s blood glucose level was 80-120 mg/dl. Reportedly, the customer performed a cartridge change to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.